Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and failed. A review of the data log was not performed as there was no data available. The reported issue was confirmed due to the transmitter failing the pairing test. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.